Event description:
Large studies are failing to transmit into pacs due to a possible combination of hardware issues at the reporting site and an image within the study had a non-embedded overlay and was rejected by the system. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. Ge reference #: (B)(4).